Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital rep that the pump was exchanged due to a sternal infection. It was noted that the patient had a bend relief disconnect back in december. The outflow graft was replaced as well.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.